Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d6a, h.11.

Event description:
Healthcare professional reported "I only have 2 complaints to report at the moment. Please send me the kits." Healthcare professional later reported rupture diagnosed by MRI. This record is for the right side. Device has been explanted and not replaced.

Event description:
Healthcare professional reported "I only have 2 complaints to report at the moment. Please send me the kits." Healthcare professional later reported rupture diagnosed by MRI. This record is for the right side. Device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a., h.6.

Event description:
Healthcare professional reported "I only have 2 complaints to report at the moment. Please send me the kits." Healthcare professional later reported rupture diagnosed by MRI. This record is for the right side. Device has been explanted and not replaced.